Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm without low battery alert and power loss. The customer's blood glucose level was 144 mg/dl at the time of incident. The customer reported reoccurring alarms. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed power loss alarms at the long trace history file and an abnormal loaded voltage at the power graph management tool due to connector resistance at electrical board. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. No unexpected power loss alarms, low battery alarms, or replace battery alarms noted during testing. Pump was received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.